Event description:
The device was applied during a hysterectomy procedure, the staples did not hold. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.